Event description:
The customer reported damaged insulation during service/maintenance on a reusable olympus rigid endoscopic tissue manipulation forceps. There was no patient injury reported.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. Date of event is unknown. Additional information will be provided if available. Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.